Event description:
It was reported that the patient had a possible surgical site infection. The patient was seen in the emergency room (ER) the weekend prior to the report, and would be seen in the clinic the week of the report. The date of onset of the infection was unknown. The date of the last refill was at the pump replacement. The primary location of the infection was the pump. The pump system was being used to infuse hydromorphone. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2014, product type: catheter. (B)(4).